Event description:
It was reported that the external pulse generator displayed an error code and none of the front panel keypads were responsive. Technical services explained to the biomedical engineer what the error code was most likely caused by. The customer is expected to return the device to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).